Event description:
I have been wearing acuvue contact lenses for 10 plus years and never experienced any issues. In (B)(6), for several days, I had severe irritation in both eyes during the day as I had the contacts on. My eyes turned blood red after a few hours of wearing them, had severe burning, and stinging pain. It got better on the weekends when I wore glasses instead. I went to my eye doctor and he diagnosed me with severe inflammation in both eyes. I was prescribed anti-inflammatory drops to use for a couple of weeks, and no use of contacts. He asked me to wear my contacts for a couple of hours each day after my inflammation was cleared, then increase the hours of contacts wear. After the inflammation, redness and burning was cleared off I used a new pair of contacts from the same lot. Again, the same symptoms persisted. Severe burning, severe redness and pain in the eyes. I went to my doctor again and he told me to use a different contact solution and try a new pair again. But symptoms persisted. On sunday, (B)(6) I wore contacts again after several weeks of wearing only glasses. I wore it for 3-4 hours and everything was fine. However on (B)(6) morning as I woke up, I couldn't open my eyes it was so dry, red and burning. I wore glasses and continued with my regular routine. However, within 2 hours, my eyes were blood red with severe burning and pain. I also had constant watery eyes. I visited my eye doctor the same day (I had to take a (B)(6)/taxi as I couldn't drive and kept my eye closed the whole way due to the severe pain). My doctor said my inflammation is back, worse than before. He prescribed stronger eye drops. Now my symptoms are resolving. My dsr said my contacts could be defective as I didn't have any issues with this brand over the years. I also believe that my acuvue oasys contact lenses are defective or contaminated. The lot # for the left eye is b00kw3g1n4, expires on 12/01/2020. The lot # for the right eye is l002n9s8g5, exp: may 1, 2020. I reported this problem to johnson and johnson vistakon customer service, but no medical advisor or nurse has contacted me to resolve the issue. Acuvue oasys with hydraclear plus and acuvue oasys for astigmatism was used which caused the inflammation. Prescription to resolve symptoms: fluorometholone ophthalmic suspension usp (used in (B)(6)). Current prescription to resolve symptoms: prednisolone acetate ophthalmic suspension usp.